Event description:
Pt was revised to address dislocation.

Manufacturer narrative:
The devices associated with this report were not returned. No previous reports of any kind are found against the femoral head product/lot combination. Review of the device history records for the liner product/lot combination did not reveal any related mfg deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.